Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. No know device problem. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and she was not currently having any diabetic symptoms. The customer stated on (B)(6) 2017 she had gone to urgent care. Customer stated she was diagnosed with neuropathy and recommended that she follow-up with a specialist. The customer stated her blood glucose test result when at urgent care was 179 mg/dl non-fasting. The customer stated she left urgent care on (B)(6) 2017. The customer stated a blood test performed with the truemetrix meter produced test result of 152 mg/dl fasting.

Event description:
Customer called requesting information about symptoms she is having. Customer states she has had meter replaced due to concerns she was having with results obtained. Customer states this meter continues to give her results she is not happy with and would like to know if her symptoms was related to her diabetes. Customer states she was feeling numb on the left side of her body. Informed customer that we were not able to give any medical advice but that she should seek medical attention at this time. Customer states she will go to the emergency room at this time.